Manufacturer narrative:
Medical device expiration date unknown as lot number is unknown. Device manufacture date unknown as lot number is unknown. Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while cutting through the dressing on a patient's left arm, the arterial needle that was placed in the arm was also cut. The dressing was removed but the piece of the needle was not seen. The patient received an x-ray and had surgery on the artery to locate the cut piece of needle, although it was not found. The patient did not report any unusual sensations to the left arm.

Manufacturer narrative:
Additional information received: the nonconformance was confirmed to be user error. Is unconfirmed but per the investigation notes "since the countries will sometimes talk about components differently - the needle didn't remain in the patient - it was the arterial catheter/cannula that remained." Result and conclusion codes changed to reflect user error.